Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The sales rep reported: the microsensor was reading pressures from 30 to 60, while the patient was awake and talking, with no headache but with vomiting and belly pain. So, we took him back to surgery to externalize his shunt since, obviously, pressures that high are scary. The icp reading on the evd ranged between 8 and 25 points lower than the microsensor. At no point did they correlate. They trended up and down together ¿ if we raised the evd, both the icps went up, but the numbers got farther apart the higher they went. I can measure the pressure of the fluid in the evd manually and can see it moving up and down in the tube, so I trust that one. So, we finally took out the microsensor, and it turns out his vomiting was from an incarcerated hernia. His shunt looks like it was working, and icps are fine now. So, once he recovers from his hernia surgery, we¿ll take him back to surgery to put his shunt back in. In surgery at the time of placement, after we zeroed it, I placed it in his head and got a read of 47 which seemed surprising, so I slid it back out and it did read 0 in the air, so I put it back in him thinking it was accurate. Before externalizing his shunt, I had a hard time believing that pressure since his exam looked so good, so we changed out the white box, using the same grey cord and #503, and it still read in the 50s, so it wasn¿t just a problem with the box. We got a CT and there was no hemorrhage or anything else that may explain very different pressures in his parenchyma versus his ventricles. Not sure if we somehow did something wrong in surgery, but it had a good waveform and read 0 in the air, so I am surprised how off the pressures were. Any thoughts on what may have happened? 2/18 additional information explained that the shunt is not that of codman.